Manufacturer narrative:
The device was returned to olympus for evaluation. Although the evaluation was unable to confirm the customer's allegation, scope socket was found to be loose. The locking mechanism was not protecting the pins and the olympus lamp life meter was reading below 50 hours and measured within range. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, water was leaking from the output connector socket on the evis exera iii xenon light source and this has caused leakage issues with scopes . There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the malfunction could not be confirmed during the device evaluation, the cause of the issue could not be determined. However, it is possible that there could have been residual fluid after cleaning that may have still been present. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The facility reported that on 10/1/2022 and thereafter, the subject device was used in procedure room 2. As the subject device was continued to be used in procedure room 2, scopes kept failing the leak test. The first scope failed the leak test on december 6, 2021. When the scope was put on manual and was submerged into water, the leak was located at one of the gold prongs where it plugs into the processor. The processor was then sent out for repair and another processor was moved to procedure room 2. When the processor returned from repair, it was placed in room 1. All procedures were performed in room 2. There were seven scopes that had leaked in the same place (gold prong) before the processor was sent out. On march 25, 2022, there was an ercp practice session in procedure room 1 with this processor and afterward when the scope was placed on the leak tester, a leak was detected and found in the same spot on the gold prong. After the eighth scope was observed to be leaking, the customer reportedly stopped using the processor. All failures were found after the procedures had already been completed, during the leak test. There were no reported delays in any procedure. There were various procedures this occurred in esophagogastroduodenoscopy (egds), colonscopy, endoscopic retrograde cholangiopancreatography (ercp) and therapeutic esophagogastroduodenoscopy (egd). The procedures were completed with the same device. All scopes were inspected prior to use and no abnormalities were found.